Manufacturer narrative:
Pump received with reservoir tube lip completely broken off and missing reservoir tube lip o-ring noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported via phone all that the customer's insulin pump had the reservoir lip broken, and the smaller, rubber o ring has fallen out. Customer's blood glucose was unknown at the time of the call. Trouble shooting was performed, and the device was returned for analysis.